Event description:
It was reported that the surgeon was inserting a competitor's lens using the msi-pf injector and the lens was torn during insertion. No pt injury reported.

Manufacturer narrative:
.